Event description:
On (B) (6) 2010, patient reported he is receiving a recurring e4 (occlusion) error during use which is causing an elevated blood glucose while using his back up infusion device. Patient reported he has not had difficulty with other infusion set boxes until this one. Patient stated the infusion set does not appear to be bent or kinked. Patient reported he was receiving an e4 while priming the infusion tubing only. Had patient disconnect the infusion tubing from the cartridge, tilt the infusion device down, and was able to successfully prime until a few large drops appeared. Patient stated he does not have anymore infusion tubing to use. Patient reported his blood glucose was 91 mg/dl when he went to bed on (B) (6) 2010 and when the e4 alarmed this morning he was 400+ mg/dl. Patient stated he gave himself a manual injection as he has been doing for the past few days. Patient reported the same thing occurred early on (B) (6) 2010; he awoke to an e4 and his blood glucose was 350 mg/dl, he changed the infusion tubing and gave himself a manual injection. Patient stated he will go on injection therapy until a new supply of infusion tubing arrives. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.